Event description:
It was reported the catheter was placed into the patient's right subclavian in the intensive care unit. The physician was infusing a 100ml bag of potassium. It was noted the line was assessed prior to the infusion by flushing all ports and they were able to draw from the red port. The red port was used for the infusion. The area was assessed midway through the infusion and there were no signs of infiltration. At the end of th infusion a large infiltrated area was noted on the patient's right neck. As a result, the line was immediately removed and was replaced successfully. A CT was performed and confirmed the fluid in the patient's subcutaneous tissue and there was no hematoma present. There was a daly in treatment with no patient harm and no patient death or complications were reported. It was noted that the patient had also received blood which was infused through the same line previously. The clinician believed there may be a hole close to the hub of the catheter.

Manufacturer narrative:
(B)(4).